Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 12-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient reported tingling down their leg and that they stopped receiving symptom relief. The patient's parent told the rep that the healthcare provider's (hcp) office checked the device and found impedances in the lead. The parent also said the hcp's office and hcp suspected the patient had a growth spurt which led to lead damage. The environmental/external/patient factors that may have led or contributed to the issue was the growth spurt per the parent and hcp. The diagnostics/troubleshooting performed was impedances were checked pre-operative which "confirms impedances on all connection points." As a result of what was reported, the system was replaced. Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The devices will not be returned for analysis. No further patient complications have been reported as a result of this event.